Event description:
The patient experienced redness of skin due to her vgo 30 insulin delivery device. Being allergic to latex, she thought that the device may have contained latex. Through contact with the manufacturer, we discovered that the product is latex free however, they asked us to report to medwatch. Dose or amount: 1, frequency: qd, route: subcutaneous. Dates of use: (B)(6) 2015 - (B)(6) 2016. Diagnosis or reason for use: diabetes mellitus. Event abated after use stopped or dose reduced? Yes.